Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please provide the lot number? 10amr how many devices demonstrated the alleged deficiency? They just said "during several surgeries", hospital didn't specify did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unk, as the hospital didn't specify it. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No, this was the first time the hospital reported it. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - it was only reported once by the hospital to us and then they mentioned multiple times but without specifying the actual number. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. 13/02: no device received yet. Pcf extended. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture during insertion through the trocar. There were no patient consequences reported. Additional information was requested.